Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not duplicate the problem. Device was mechanically intact, and the device passed all incoming functional tests. Concomitant medical products: product ID: d364vrm, product ID 6947m62. (B)(4).

Event description:
It was reported that the analyzer was measuring the r wave incorrectly when using a new filter. The old filter was then used, and the measurements were correct. The analyzer was returned to the manufacturer. No patient complications have been reported as a result of this event.